Event description:
Event description guidant received information that this right ventricular lead was repositioned due to microdislodgement. It was discovered at post discharge testing when elevated ventricular threshold measurements were noted. There were no adverse effects.